Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functionality testing.